Event description:
The customer reported taking insulin according to their received reading on their meter. As a result, the customer experienced dizziness, hit his head, and had a seizure. The customer went to a health care facility where he was diagnosed with severe hypoglycemia and treated with glucagon, juice and food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.